Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 3ss cv tubing connection piece broke from the IV chamber. The following information was provided by the initial reporter: "we had a report of defective tubing that broke. ¿ nursing primed the tubing with propofol and when she inserted in into the IV chamber the blue connection piece broke apart¿. "

Event description:
It was reported that the as lvp 20d 3ss cv tubing connection piece broke from the IV chamber. The following information was provided by the initial reporter: "we had a report of defective tubing that broke. ¿ nursing primed the tubing with propofol and when she inserted in into the IV chamber the blue connection piece broke apart¿. "

Manufacturer narrative:
H6: investigation summary: the customer reported the blue connection piece on the tubing came apart, and returned the defective sample. The label provided verified the lot and material number of the sample. The sample was received with the inlet of the silicon pumping segment barely attached, and with minimal force the connection separated. The complaint is verified. When there is a ring retainer and the tubing passes dimensional analysis, we can rule out assembly as a root cause. The known cause of this failure is loading incorrectly into the pump, we suggest carefully loading from the top first and then the bottom. A device history record review for model 2426-0007, lot number 20106084 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is user loading of the pumping segment incorrectly, as the ring retainer was intact.